Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided. Field service specialist visited the account after the event and found an orangepeel or shutter effect in the gel. Removed and replaced galvo block. Gel melt was much cleaner. Performed centration side cut retrace spatial alignment and verified z-baseline. No further problems visible at this time. Laser settings were also optimized. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that about 6 weeks ago from (B)(6) 2019 surgeon had a patient with an incomplete area during the raster pattern - like a black area. The flap thickness was programmed at 120um however there were no corneal concerns. Site routinely uses tetracaine several times prior to intralase flap creation. Surgeon aborted the flap lift and has chose to complete photorefractive keratectomy at a later date still to be determined.